Event description:
The lag screw and anti rotation screw migrated out of the femoral head due to pt falling.

Manufacturer narrative:
Examination was not possible, as the prods were not returned. A search of the complaint database found no prior reports for both reported part and lot number combinations. Provided info states the lag screw and anti-rotation screw migrated out of femoral head due to pt falling. The investigation could not verify or identify any prod contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the prods and/or any add'l info be rec'd to change the outcome of the performed investigation, the complaint will be re-opened.